Manufacturer narrative:
(B)(4). A plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient called and reported drain complications during treatment. Treatment data was reviewed from the cycler which showed an instance of iipv (increased intraperitoneal volume) on cycle 3 of the patient's continuous cycler assisted peritoneal dialysis therapy session. In cycle 3, fill volume was 1795 ml and the drain volume was 4051 ml which is 225% resulting in a reportable malfunction. The patient experienced no adverse event as a result of the overfill.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. .a simulated treatment was performed and completed without any failures or problems. A second simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance and cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification..